Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was received at our product evaluation laboratory for a full evaluation. As received, customer report of cracked connection and leakage was confirmed. Two cracks were observed at female luer of flow-thru housing. The cracks were approximately 8mm and 3mm each in length. Leakage was observed from the cracks during leak test. No other visible damage was observed from the rest of the unit. Engineering task assigned for further investigation. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of this investigation it was verified if factor could cause this non-conformance in the manufacturing line. However, a manufacturing issue could not be determined and a definite root cause could not identified. It was concluded that this issue is probably due to use of the device that puts more stress on the unit than intended or expected. Nevertheless, a personnel acknowledgment related to the complaint was provided to the manufacturing personnel. During the manufacturing process there are controls to avoid potential causes related to the related malfunction.

Event description:
As reported, when injecting the bolus to measure cardiac output, the co-set manifold was found to have a crack at the female luer and saline leaked. Therefore, cardiac output values were 8.5l/min, while as per patient's condition it should be 6l/min. Replacing the co-set manifold the issue was solved. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Patient demographics unable to be obtained. The product has been returned for analysis; however, it has not yet been evaluated. Upon the return of the product a supplemental report will be sent with the investigation results.